Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. A deformed conductor coil was noted, approximately 145mm from the terminal pin, probably due to handling at explant. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to micro-dislodgement, that was suspected due to very high thresholds. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to micro-dislodgement, that was suspected due to very high thresholds. No additional adverse patient effects were reported.